Manufacturer narrative:
After clinical/secondary review of this file performed on 11/12/2019, it was decided to remove generalized illness and replaced with patient codes anisomastia, remove device code rupture symptomatic (post-implant) and replaced with adverse event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5089795. It was reported that a female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient stated that: her left side drop lower than her right so she had it repaired and she have had pain in her left side for years. Her right implant seems smaller than her left as well. But the pain in her left is the problem. Patient considering mammogram examination and removal and replacement later. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.